Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic dependent patient presented in clinic after feeling the patient notification, in backup vv. Patient had pacemaker syndrome and vvi pacing. The device was successfully restored to normal function. The patient will continue with regular follow-up.